Event description:
It was reported that when an attempt to use the pulsavac plus was unsuccessful, the unit was set aside. After a few minutes a member of the hospital staff noticed that the discarded system had started to melt at the point of the battery pack. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. If the device is returned, a follow up report will be submitted.